Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have several loss of recognition failures with error code 282: "tool invalid reason: one or more tool sensors were not detected: both tool presence pins was not detected (tool not available) on universal surgical manipulator (usm3). However, the failure was not replicated during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. There was no problem detected for the customer reported complaint. There was an additional observation not reported by the site: the instrument was found to have damage of the conductor wire¿s insulation. The conductor wires were exposed however, showed no signs of wear or breakage. An electrical continuity test was performed and the instrument passed. No pieces appear to be missing and no thermal damage was observed. This failure is commonly caused by mishandling such as collision of the instrument with a sharp object. The root cause is attributed to a component failure. A review of the instrument log was performed. Per the review, the device was used on the reported event date of (B)(6) 2021 on system (B)(4). The force bipolar instrument had 4 uses remaining after the last use. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event. However, the instrument was found through failure analysis to have conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the system arm locked up and froze, forcing the surgical team to manually release the force bipolar instrument. The procedure was completed with no reported injury.